Event description:
User experienced discrepant calcium results for one patient. Initial result (other analyzer) gave 9.8 mg/dl, repeat (this analyzer) gave 10.6 mg/dl. The results were held until the issue was resolved, therefore, no erroneous results were reported. The field service representative determined this analyzer was running calcium using a blank calibration. He advised customer to recalibrate using a two point calibration which resolved the issue. Performance tests were performed.